Event description:
The reporter stated that the surgeon inserted a +21.5 diopter cc4204bf single piece collamer lens when the trailing haptic tore off. The lens was cut into pieces to remove from the eye without enlarging the incision. Another lens was inserted and a suture was placed to close the wound. The cause of the lens trailing haptic tearing off was due to the foam tip plunger, tip did not absorb enough bss.

Manufacturer narrative:
Other: the product pertaining to this claim was not returned for eval. However, the lens was returned and visual inspection shows that both lens haptics are torn off along with some of the lens optic and is missing. Clear surgical residue/debris on the product.